Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. The right ventricular lead had oversensing and was fractured. The lead was explanted and replaced. It was also reported that during the lead revision the steroid ring was left in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The proximal conductor was fractured. The defib conductor was fractured and distorted. The distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid (not obstructed), cosmetic environmental stress cracking, a breached cut, and was melted. The exposed defib coil had a white substance and the outer insulation had a cosmetic depression. The helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and there was a tip electrode issue (non-elect). Visual analysis revealed that the lead was received with the steroid ring missing.